Manufacturer narrative:
Concomitant medical products: safeport manifold (mfg: b.braun). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that a new bag of fluid was needed to be hung as the previous one was found empty. While changing the set, the male luer of the old tubing broke off and was stuck inside the safeport manifold. The entire setup was replaced with a new sterile line. There was a delay in the administration of esmolol drip and there was a break in the sterility of the line. The event occurred in pediatric cardiothoracic intensive care unit (pctu). Although requested, additional information was not provided.